Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the head disassociated from stem. The surgeon revised the hip using the restoration modular system and mdm. Patient scheduled for surgery on (B)(6) was delayed due to possible infection, rescheduled to (B)(6) and removed hip stem and put in revision hip.

Manufacturer narrative:
An event regarding disassociation involving an metal head and an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as operative reports, pathology reports, patient history, x-rays and return of the device are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the head disassociated from stem. The surgeon revised the hip using the restoration modular system and mdm. Patient scheduled for surgery on (B)(6) was delayed due to possible infection, rescheduled to (B)(6) and removed hip stem and put in revision hip.